Event description:
The customer reported an e315 non-compatible scope connection error during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.